Event description:
Technical services received a call on 10/03/2011. Caller stated that they're extracting this rv lead today. Lead is not infected but appears to be pending erosion. Dr. (B)(6) will be extracting. The patient is not infected. Procedure will be at (B)(6) hospital. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).